Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 was not detected on bus. A field service engineer (fse) reseated the row board cable to auxiliary drawer 1.2, removed each row board and cleaned out foil debris from medication packets, reinstalled and reseated all row boards, then successfully tested in hardware test application and had the customer add and remove medications to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer 1.2 error message indicated that the device was not detected on the bus. The customer attempted to recover and rebooted the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.